Event description:
Info received indicates the knee motor continues to run if the right head siderail is plugged in.

Manufacturer narrative:
The technician replaced the right head siderail, tested the bed after replacement and the bed works as designed.